Manufacturer narrative:
Two suspect devices were identified, however it is unknown which one is the complaint product. The devices that were used are : catalog # lot # UDI, 9560101 unk (B)(4); 9560106, unk, (B)(4). Although it is unknown which device contributed to the reported event, we are filing this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017 patient was pre-operatively diagnosed with intervertebral disc herniation, and was undergoing micro endoscopic discectomy. During surgery the image was foggy and also it was out of focus. The state of the image gradually worsened as surgery progressed and even after washing it was not possible to clear its reproducibility. It is considered the air tightness of the product was affected and the steam might have entered the scope. As the image of the product was foggy, it was judged as dangerous to continue the procedure as it was, and it was changed to the conventional procedure(open procedure) intraoperatively. By changing to the conventional procedure, the incision was needed to be large and resecting of the muscle increased more than planned.the patient's invasiveness increased.